Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has boot up constant alarm even after shutting down. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 corrected fields: h8. A getinge field service engineer fse was dispatched to evaluate the unit. Staff reports unit has boot up constant alarm even after shutting down. Fse able to confirm error code 118 in logs. Upon investigation, was able to discover fluid contamination on the power management board and the solenoid controller board. Fse replaced pcba, power management board and pcb solenoid control. Unit boots up properly. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer.the failure analysis and testing department received the following parts: solenoid control board, power management board with a reported unit failure of unit alarming and saline liquid spill on two boards. The fat dept. Performed a visual inspection and observed white residue on all received parts. Due to the saline spill on all received parts, it cannot be installed and investigated any further. Retaining all the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The failure analysis and testing department received the following parts power management board, motor control board with a reported unit failure of unit alarming even when off and fluid contamination on both boards. The fat dept. Performed a visual inspection using a microscope and found white residue saline spill on all received parts. Due to the saline spill on all received parts, it cannot be installed and investigated any further. Retaining all the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 h11. Corrected fields: d9 return to manufacture date, h6 (medical device ¿ problem code, investigation findings). Due to character restrictions in block e1 tinitial reporter : (B)(6).

Event description:
N/a.